Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. During bench testing, the touch screen was blank/white due to the lcd board to lcd panel cable not being properly attached. Vyaire re-attached the cable to resolve the reported complaint.

Event description:
It was reported to vyaire medical that on start up, the touch screen is white. The ventilator does boot up, but the screen is white. There was no patient involvement associated with this reported event.